Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, two heartstring seals did not deploy into the aorta and the third seal didn't unravel completely during removal process causing the anastomosis to tear. A side biter clamp was applied to repair the tear and redo the graft. No add'l pt complications were reported. This report is for the second seal that did not deploy.